Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicate that the surgeon implanted a 12.1mm, vicm5_12.1,-9.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced with a longer length lens within the same surgery due to low vault. It was reported that the replacement lens resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found no visible damage to the lens and presence of residue on lens surface. (B)(4).